Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 400 mg/dl while wearing the pod between 4 and 24 hours. The patient reported cannula being bent while wearing it on the abdomen. For treatment, the patient changed out the pod for a new pod.

Manufacturer narrative:
The device was received deployed. Investigation of the cannula assembly did not find the soft cannula bent, kinked, or damaged. The downloaded data did not show any timeouts or drive stalls that could indicate the device struggled to deliver insulin. Additionally, the cannula assembly and bottom housing were inspected and no damages or abnormalities were observed that could cause skin irritation for the user. Thus, the exact cause of the reported skin irritation could not be determined. Furthermore, investigation found an 0x6a alarm in the device data, indicating an occlusion during runtime (threshold exceeded, not at end of bolus). Investigation of the device did not find any damages or abnormalities that could contribute to the observed hazard alarm. Therefore, a root cause could not be determined for the hazard alarm.